Event description:
Female reported experiencing burning (irritation) and it felt like there was sand in her eyes after using complete multi-purpose easy rub formula to with her proclear contact lenses. She reported seeing little white specks in her lens case and solution. The experience occurred after she had used three-quarters of the solution in the bottle. Patient recovered without medical attention.

Manufacturer narrative:
Physico-chemical analysis results for retain unit are correct and all parameters are within established acceptance criteria. Complaint unit used by the consumer was open when returned for testing. Solution was found to be within chemical specifications with exception of traces of zinc oxide. Manufacturing site and vendor confirmed zinc oxide is not used in product or bottle components. Based on product investigation results, the zinc oxide was introduced to the solution after the product was released by the manufacturer and user error (handling of the device) contributed to the event.